Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to see their doctor, as a result of hyperglycemia, on (B)(6) 2025. The patient's blood glucose levels reached 475 mg/dl while wearing the pod between 24 and 36 hours, on their arm. Symptoms reported include headache, paleness, and nausea. A bit of swelling was reported at the pod site. Pod was removed and the cannula was bent. The patient was treated with electrolytes and insulin. The pod was removed at the doctor¿s office and a new one was placed.